Event description:
On (B)(6) 2014 the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that the pump emitted a call service alarm after swimming and moisture was visible under the display. There was no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:visual inspection revealed that there was moisture visible through the display lens. The view of the display screen was distorted due to the moisture in the pump. There was no moisture corrosion found inside the battery compartment. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was observed on the pump¿s internal components and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.